Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with a test rotawire, as the rotawire used during the procedure was not returned for analysis. During functional testing, the rotawire was able to be fully inserted and removed with no resistance or issues.

Event description:
It was reported that the burr was stuck with the wire. A 1.50mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the wire and was not resolved. Consequently, the burr was removed outside the body together with the rotawire. The procedure was completed with another of the same device. No complications reported and there was no patient injury.

Event description:
It was reported that the burr was stuck with the wire. A 1.50mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the wire and was not resolved. Consequently, the burr was removed outside the body together with the rotawire. The procedure was completed with another of the same device. No complications reported and there was no patient injury.